Event description:
The body guardian mini heart monitor was placed by cardiologist on (B)(6) 2025. Electrodes were changed on (B)(6) 2025 after they fell off when patient was showering. There were a few small bumps around the area. On (B)(6) 2025, they fell off once again, and when the area was cleaned, there was evident redness as well as an accompanying rash. It also felt and looked like it was burned. Water physically touching it caused the patient pain. Use of the product was ceased that day because there appear to be chemical burns on the patient's chest where electrodes were placed on (B)(6) 2025, the area is still very red with an accompanying rash. Attempts were made to contact the manufacturer of the body guardian mini to obtain information on what is in the electrodes, but their representatives would not provide this information. Serial number of the body guardian mini: (B)(6); used electrodes were thrown out, and the monitor itself was returned to boston scientific cardiac diagnostics. Pictures of the burns are available.